Event description:
It was reported that right bundle branch block(rbbb) and complete heart block (chb) occurred. A 25mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. Access was gained from a right transfemoral approach. During the procedure the patient developed rbbb. Post procedure the patient developed chb and was implanted with a permanent pacemaker to treat the event. The patient was discharged home and is doing fine.